Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: embedded fm

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Evaluation/testing of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: embedded fm.